Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during an unknown procedure performed on (B)(6) 2020. According to the complainant, when the physician removed the retrieval line, the percuflex plus stent broke. The procedure was successfully completed with another percuflex plus ureteral stent. The patient's condition at the conclusion of the procedure was not reported. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block e1: initial reporter state: 03. Block h6: device code 1069 captures the reportable event of stent shaft break. Block h10: the returned percuflex plus ureteral stent was analyzed. A visual evaluation noted that the bladder pigtail was detached. The suture string was returned properly cut and loaded in the bladder pigtail section detached. No other issues with the device were noted. The reported complaint was confirmed. The analysis of the returned device revealed that the bladder pigtail was detached. The condition of the device, bladder pigtail detached, could be interpreted by the customer as stent shaft break. Additionally the suture string was returned properly cut and loaded in the bladder pigtail section detached, evidence that the stent was manipulated out of the package. The failure found, bladder pigtail detached, is an issue that could have been generated by the user or due to the interaction of the device with the suture string. The most probable root cause of this complaint is "adverse event related to procedure" since it is the most likely that the adverse event occurred during procedure and the device had no influence on event. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(6). (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during an unknown procedure performed on (B)(6) 2020. According to the complainant, when the physician removed the retrieval line, the percuflex plus stent broke. The procedure was successfully completed with another percuflex plus ureteral stent. The patient's condition at the conclusion of the procedure was not reported. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.